Event description:
It was reported that the customer received recurring motor error alarms. The customer's blood glucose level was 218 mg/dl. He was advised to disconnect from the insulin pump and revert to a back up plan. The insulin pump was not able to complete the rewind process. The product was returned. Nothing further to report.

Manufacturer narrative:
Unit alarmed motor error during the rewind due to corroded motor home switch. Unit received with cracked case at display window corners and scratched lcd window.